Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated their controller keeps turning off and they can't get it to turn back on without removing the battery pack. Caller stated this has been going on for about 2-3 weeks. Caller added that this time it was while they were trying to recharge the implant and the last time it happened when they were adjusting the stimulation, they couldn't adjust the stimulation at all because the controller shut off. Agent had caller reset the controller battery. Caller confirmed no visible damage to the equipment. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported.

Manufacturer narrative:
H3: product ID 97745nt serial# (B)(6) was returned for product analysis. Analysis found the front case was cracked causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.